Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 stating that the pump time has remained accurate and pump time was able to be updated, without issue, for daylight savings time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since (B)(6) 2015, the customer had been experiencing elevated blood glucose (bg) levels, ranging between 200 to 300 mg/dl. The customer addresses bg level by delivering boluses via the pump or with manual injections. The customer has been consulting with the healthcare provider (hcp) regarding elevated bg level and had updated pump settings per hcp's recommendation. At the time of the call, the customer's bg level was 175 mg/dl. The customer delivered a bolus via the pump and bg level is noted to be lowering. A system check performed with tandem technical support indicated that the pump was operating as expected. In addition, the customer stated that every week, the time on the pump is noted to be two minutes behind. Tandem technical support guided the customer through setting the correct time. There was no impact to the customer's bg level due to the pump time issue.

Manufacturer narrative:
D1, d2b.

Manufacturer narrative:
This final supplemental report is being submitted per FDA request to resubmit the content of the 1st supplemental MDR.